Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed bradycardia. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Conclusion: tachycardia is generally a result of known potential adverse effects (per the corevalve IFU) such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve. No other adverse effects were reported. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
It was subsequently reported that the patient also developed left bundle branch block (lbbb) post-implant, which, along with the pre viously-reported bradycardia, required placement of a permanent pacemaker. It was reported that the patient was symptomatic as a result of the need for ongoing pacing support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.